Event description:
It was reported that prior to surgery, it was discovered that when the cutter device was attached to the compact speed reducer device and the motor device, the cutter device would not function (spin) when power was applied. There were no delays to the planned surgical procedure as a spare set of devices were available for use. The reporter stated that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed on the device which found that the drive shaft would not rotate. Therefore, the reported condition was confirmed. The damage is indicative of damage caused by immersion during cleaning. The assignable root cause was determined to be misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.